Event description:
It was reported that a patient presented in clinic for a follow up with complaints of dyspnea and swelling. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. Programming changes were made to address this issue. The patient condition was stable.